Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a new unopened minicap extended life pd transfer set lacked a transparent cover (sterility cap) on the female connector. The cap was not included in the package. This was identified prior to use on a patient for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to g3 (date received by MFR): replace june 28, 2021 with june 24, 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: manufacturer evaluated device was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted a missing tip protector on the dark blue female connector. The reported condition was verified. The cause of the condition was related to manufacturing during assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a missing clear cap to the female connector of the transfer set inside the pouch was observed. The reported condition was verified. The cause of the condition was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.